Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record; device history lot manufacturing location: brandywine / thermal rinsed, packaged and released by: monument; release date: 15-mar-2017; expiration date: 01-mar-2027; part number: 04.615.224s 4.5mm ti cancellous polyaxial screw 24mm for 4.0mm rod; lot number: h304163 (sterile); lot quantity: 24. Note: monument only completes a thermal rinse and packaging operation for this part number. The actual manufacture of this part is performed by the brandywine facility. Work order traveler met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ab was reviewed and determined to be conforming. Scn number (B)(4) by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterilization and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component(s) reviewed: component part review for part number 04.615.224y lot number h283185 and relevant sub-components needs to be assigned to the brandywine DHR review team. Device history batch null, device history review 04-jun-2019: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procodes: kwp, mnh, mni. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, a cervical posterior fixation surgery of the c6 was performed due to cervical spondylotic myelopathy. During the procedure, when the surgeon implanted a cancellous bone screw synapse, the screwdriver tip could not fit into the screw which prevented the surgeon from tightening it. The surgeon removed the screw by using an unknown rod and setscrew. The procedure was successfully completed with less than 30 minutes of surgical delay. There was no adverse consequence to the patient. This report is for a 4.5mm titanium (ti) cancellous polyaxial screw 24mm for 4.0mm rods. This is report 1 of 2 for (B)(4).